Event description:
It was noted by providers when they were performing the circumcision that there was no scalpel in the circumcision tray. A new scalpel was obtained from the unit and there was no patient harm.